Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - reuse of single-use product issue is confirmed because it was reported during trouble shooting of a check heater line alarm, the customer switched the heater bag only, which is a use error/poor aseptic technique. The cause of this use error is undetermined.

Event description:
A customer reported during troubleshooting for an alarm on the home choice (hc) the home patient (hp) stated that he wanted to see if the heater bag was the problem so he switched out the heater bag with a new one and the alarm repeated. The technical servicer representative (tsr) explained the proper procedures with disconnecting supplies. The tsr advised the hp to start over with new supplies and the tsr assisted the hp in ending therapy. The hp was to start over with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.